Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and selftest. All buttons functioning properly no damage on the keypad assembly noted. Insulin pump received with dog chew marks.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 322 mg/dl at the time of incident. Customer stated that the insulin pump buttons are having a delay response. Customer also received failed battery from old battery. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.